Event description:
It was reported that a customer experienced a device malfunction identified as 16-0x20e6. There was no information provided regarding the impact on the customer¿s blood glucose level. No additional corrective actions or outcomes were reported, and the device was not under warranty nor returned.